Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her implantable neurostimulator (ins) was dead and she thought she went too long without charging. Her pain was so bad that she had to take a pain pill. It was noted that her pain was ongoing but was better with the stimulation. She was unable to communicate with the ins recharger (insr). The patient got the recharge the insr screen and then later got the insr completely charged screen, but could not connect with the ins. She only saw the reposition screen. The patient had not charged due to having moved. Troubleshooting with the patient programmer (pp) during the call was not possible as it had a blank screen that wouldn't power up and the patient didn't have any replacement batteries on hand. The blank screen was noticed the day of this report. The pain reported worsened 2 months ago. The inability to connect was reported to have occurred in (B)(6) 2016. Indications for use were non-malignant pain and failed back surgery syndrome. Additional information received reported the steps taken to resolve the ins not connecting to the external devices were checking of all the batteries - tried many times all day and no response. The steps taken to resolve the pp not powering on were going to the healthcare professional (hcp) to check things out. The result of the hcp meeting was the scheduling of an ins replacement procedure for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.